Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that at patient underwent an open ventral hernia repair procedure on an unknown date and mesh was implanted intra abdominally to treat a functional hernia and the defect was closed. The patient presented with a functional hernia 24 months after the mesh was placed and a reoperation was performed on (B)(6) 2015. During the reoperation, the mesh was integrated well into the abdomen. The defect was on the lower left side of the patient. The mesh remains implanted. Additional information was requested.